Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's friend reported "friend explanted the prosthesis and found out the prosthesis was ruptured, prosthesis fluid leaked" against unknown side device. Device has been explanted.